Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the atrial and right ventricular (rv) lead exhibited high thresholds, along with t-wave oversensing (twos) on the rv lead. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the thresholds were within acceptable range and that the capture management was either not correct or the issue resolved on its own. The device was reprogrammed for the twave oversensing.